Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red status indicator flashing. No patient involved.

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2016 and performed all weekly auto self-tests up to and including the last log entry on (B)(6) 2017. The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on (B)(6) 2016. During the investigation transistor q45 was measured and found to have failed. This had resulted in the red status led illuminating incorrectly as per the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.